Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site bleeding post procedure is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Immediately in recovery after the tubing was replaced, it was noted that the patient was bleeding from the site. Multiple attempts at hemostasis, including placement of sutures and silver nitrate application, were unsuccessful. He was brought back to the endoscopy suite and a repeat esophagogastroduodenoscopy (egd) showed evidence of bleeding. Epinephrine was injected at the peg site. He continued to bleed from the site and was admitted for monitoring. Tranexamic acid was given, pantoloc infusion was started and bleeding stopped the next day. The patient's hemoglobin dropped over the course of admission and he was transfused with 2 units of packed red blood cells (prbc). The patient was discharged home on (B)(6) 2017. On the way home, he began to bleed again and he returned to the emergency room where the pej tube was clamped. When it was unclamped, he started bleeding profusely from around the peg tube site. He was transfused with 2 units of prbc, and the pej tube was reclamped to achieve hemostasis. Because his hemoglobin was not responding appropriately, he was transferred to another facility. There, he was transfused with 1 unit of prbcs and given vitamin k to reverse his warfarin, which he had been taking for a bio prosthetic valve. The gi team repeated an endoscopy, which did not show any active bleeding. The clamp was removed from his tube and there was no active bleeding.